Manufacturer narrative:
On (B)(6) 2017 the customer reportedly was backing up to the toilet and the locking mechanism on the elevated toilet seat cut the back of customer's right leg (between the knee and the ankle) when the customer backed up to sit down. The cut on the right leg is approximately 6" long and curved just like the locking mechanism of the toilet seat. The customer stated that she called 911 to transport her to the hospital. The customer received 15 stitches while she was at the hospital and was released home. After the customer was home her wound became worse, requiring (unknown) antibiotics and a wound vac (which was placed on (B)(6) 2017). At the time of this report, both the antibiotic treatment and the wound vac therapy were ongoing. No additional information was available at the time of the report. The lot number was not provided. A return sample evaluation was not performed because the toilet seat was not returned. No defect, deficiency, or malfunction of the toilet seat was described by the reporter. There are no anomalies with the toilet seat reported that would contribute to the event. We have not identified a manufacturing defect to be a cause or contributing factor. However, due to the reported incident and subsequent need for medical intervention, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted. Device not returned for evaluation.

Event description:
Customer was backing up to the toilet seat and cut her leg on the locking mechanism.